Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up on (B)(6) 2021. During examination of leads, it was noted that the threshold for the left ventricular (lv) lead had increased on all vectors. Since the lv capture threshold had increased. The physician decided to reprogram to address the lead issue. The programming changes were done on (B)(6) 2021 in clinic. The physician then elected to continue to monitor the device. The patient's condition was stable.